Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a severe aortic stenosis and highly calcified femoral anatomy. Prior to procedure, the patient was noted to be an in-patient at the hospital. The trans axillary approach was chosen for access. During the procedure, the valve was able to be implanted. On (B)(6) 2026, the patient was presented to hospital with heart failure symptoms and swollen ankles. Moderate paravalvular leak (pvl) noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. Mild to moderate pvl was noted. The patient showed no significant improvement because advancing an adequate sheath through the calcified femoral artery was not possible. The patient was discharged.

Manufacturer narrative:
An event of the paravalvular leak after two months of implant was reported. Information from the field indicated that the patient had a severe aortic stenosis and highly calcified femoral anatomy. No information on implant depth was received. The severe calcification noted that could have contributed to the reported to paravalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. The patient effects of heart failure and inflammation could not be conclusively determined. The reported hospitalization, and unexpected medical intervention were a result of case-specific circumstances as the patient returned to the hospital, post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.